Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of inappropriate therapy due to t-wave oversensing noted which were not perceived by the patient. Technical support confirmed that the cause of the t-wave oversensing was a low sensing threshold of the right ventricular (rv) lead. X-ray imaging revealed that the rv lead had partially dislodged. A lead revision procedure was attempted, but the lead was unable to be repositioned. The lead was capped and replaced and the patient was stable.